Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Event description:
It was reported that there was premature battery depletion, with the battery voltage at 3.06 v during the last office check about three to four weeks earlier, and the device now at eos (end of service) with battery voltage of 2.55 v. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: preliminary analysis found that the device measured nominal current drain and functioned normally when connected to an external power supply. Further analysis of the battery cell found several openings in the top edge of the anode separator enclosure adjacent the exposed cathode material and the cathode tab, with lithium (li) material protruding from the middle opening which touched the cathode tab. Based on this analysis, battery depletion was the result of an internal short from the deposited li material breaching the anode separator and subsequently contacting the cathode tab adjacent the anode separator opening.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.